Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving morphine, 25 mg/ml concentration at 22 mg/day dose via intrathecal drug delivery pump for spinal pain. It was reported that rep was notified on (B)(6) 2018 of a possible catheter revision. Rep stated when she got to the case she was told this was going to be a pump replacement due to the fact the hcp felt there was something going on with the pump (no alarms). The rep stated the patient had a lack of therapy for approximately 1 year and over the course of the last couple refills (6 month) the hcp had aspirated approximately 1-1.5 ml more fluid from the pump. The rep stated on this report date the hcp was only able to aspirate approximately 0.5 ml of fluid from the cap of the old pump and catheter. The rep stated a back table prime was done to the new pump and the hcp was not repriming the catheter. Tcv 0.141 ml flow rate 0.88 ml/day or 0.0366 ml/hr = approximately 3.8 hours of no drug delivery. It was considered that this was a gradual change in therapy/symptoms. The rep was in the operating room and the pump was replaced and a new pump connector 8578 was attached. No further complications were reported.

Manufacturer narrative:
Info references the main component of the system and other applicable components are: product ID 8578, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the hcp stated that there was 1-1.5ml more in the actual reservoir volume than the expected volume. The cause of aspiration issue was not determined. During the procedure, (B)(6) 2018, the hcp noted something in the sutureless connector and it was replaced. Also a leak just beyond the sutureless connector was noted during the procedure and the catheter was trimmed at the leak point and reconnected to the sutureless connector. It was unknown if the issue had been resolved. Patient weight was (B)(6) at the time of the event. Pump was sent to pathology per account protocol. The hcp would follow up with the hcp regarding return. No further complications were reported.

Manufacturer narrative:
Analysis of the pump (sn; (B)(4)) found no anomaly. Analysis of the catheter (sn; (B)(4)) found a non-significant anomaly. Analysis identified a tear in the inside surface of the sutureless connector (sc), near the guide ring which did not affect the functionality of the catheter. The catheter was returned in segments. It was found to be patent, no leaks were identified. Analysis of the catheter (lot#; l56465) found a non-significant anomaly. The partial catheter was returned in segments. No anomalies were noted on microscopic inspection, the catheter was patent, and passed pressure leak testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep needed additional time for information. The healthcare professional/office was to follow up with pathology and to contact the rep regarding pump return. The rep would follow up this week. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID; 8709, lot# l56465, implanted: (B)(6) 1998, product type: catheter; product ID: 8578, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via company representative. In response to what the ¿something¿ was that was found in the sutureless connector, it was reported that it was unknown what it was. No further complications were reported.